Event description:
Spacelabs received a report on (B)(6) 2015 that a home study patient in (B)(6) experienced injury from wearing the spacelabs ambulatory blood pressure monitor which is manufactured in the united states. While the patient was taking an afternoon nap, the monitor inflated the blood pressure cuff and the cuff stayed inflated for an unknown amount of time causing the patient¿s arm to become swollen. The patient was taken to the local emergency room where cream and cold towels were applied to his swollen arm. No other treatment was required and there was no reported prolonged injury.

Manufacturer narrative:
Spacelabs has launched an investigation into this issue and will file a supplemental report when the investigation is complete. Placeholder.